Event description:
It was reported that an echocardiogram was performed on the patient, and it was discovered that the right ventricular lead helix perforated the right ventricular lead wall. The physician performed a pericardial window, repaired the perforation. The lead was disconnected from the device and was attempted to be repositioned; however, the helix was unable to deploy. The lead was explanted and replaced. The patient was in stable condition.